Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a failing light engine.

Event description:
On 12/2/2021, it was reported by a sales representative via sems that an ar-3200-0025 ccu caused an attached light cord to melt due to high output. This was discovered during use; rep contacted 12/6 fore more info. Update: rep did not return contact after 3 attempts. Info will remain as is.